Event description:
It was reported that the eyelets on the tiemann catheter were sharp. The patient allegedly was cut and experienced pain with the use of the catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the eyelets on the tiemann catheter were sharp. The patient allegedly was cut and experienced pain with the use of the catheter. No medical intervention was reported.